Event description:
Complainant alleged that while the clinicians were treating a pt (age and gender unknown) with an arrhythmia, the device intermittently and inappropriately indicated that it was internal paddles mode, rather than in external paddles mode. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.